Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was located in the left circumflex artery. The detached 32 x 3.50mm taxus¿ liberté¿ stent was left in the right ulnar artery undeployed and there was no attempt to retrieve the dislodged stent. The procedure was completed with a non-bsc device.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 32 x 3.50mm taxus¿ liberté¿ stent was advanced to the lesion however the stent dislodged in the right ulnar artery. The physician was not able to retrieve the stent. The detached stent remained in the right ulnar artery. The procedure was completed with another stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).